Event description:
The pt was treated with the vari-lase endovenous laser system. At a routine exam 3 days post procedure, an ultrasound was conducted and showed no abnomalities in the external iliac vein, however, at a routine exam conducted in 2006 (2 to 3 weeks post procedura), an ultrasound was conducted and showed a 10cm piece of shaft present in the external iliac and common femoral vein. The sheath piece was removed in an outpatient surgery. The event was resolved without further complications.

Event description:
The pt was treated with the vari-lase endovenous laser system in november 2005. At a routine exam 3 days post procedure, an ultrasound was conducted and showed an apparent thrombus extending beyond the saphenous femoral junction into the deep femoral vein. A local thrombectomy was performed via cutdown and the saphenous vein was ligated at the same time. At a routine exam conducted on 01/06/06, an ultrasound was conducted and showed a 10cm piece of shaft present in the external iliac and common femoral vein. The sheath piece was removed in an outpatient surgery. Pm 01/11/06 the patient returned to the physician because of increased swelling and pain. The patient had hematoma in the soft tissue and partial thrombosis (80%) of the common femoral vein. The physician expects the thrombosis to resolve with exercise and anticoagulation.